Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient¿s nurse described the area as an open pressure sore. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied xeroform cream for the skin irritation. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.